Event description:
It was reported that the patient presented for a clinic check. It was noted that the right ventricular (rv) lead and right atrial (ra) lead had dislodged. The ra lead dislodgement resulted in a high capture threshold. A pre-discharge x-ray showed that the helix of the rv lead had failed to extend. The x-ray confirmed that both leads were dislodged. No intervention was performed. Patient status was not known.